Event description:
Reporter alleged obtaining the results of 102 mg/dl and hi (greater than 600 mg/dl) back to back within 10 minutes on the aviva system. Reporter stated that she took her evening dose of 20 units of novolog and 15 units of nph, but also took an additional 20 units of novolog based on the hi result. Reporter stated she felt dizzy, shaky, sweaty, unable to move and she nearly passed out. Reporter stated that her fiancé got her peanut butter to eat as she could not get it for herself. Reporter stated she felt better about an hour later. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.